Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/04/2014 with the following findings: the pump was booted and the display screen was observed to be dim with a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging the pump display screen was dim. The reporter stated the pump was dropped occasionally and that there were no cracks in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.